Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has recorded a signal artifact monitoring (sam) episode. Right atrial (ra) lead out of range impedance measurements above 3000 ohms. Technical services (ts) was consulted and noticed ra noise. Ts recommended further testing. The ra lead was found to have conductor fracture, with loss of capture and low sensing at high capture thresholds. The physician is going to continue to monitor the system after reprogramming. This ICD system remains in service. No adverse patient effects were reported.